Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom tooth hits the top tooth. Patient provided bite video that shows a posterior open bite. Advised a rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.